Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 with a direct nasal kitted swab. Repeat testing was performed on (B)(6) 2021 with the ID now covid-19 assay with a new sample and generated negative results. Confirmation testing was not done at this location. The customer stated that the patients went to another clinic for pcr testing. The customer confirmed that the patient was asymptomatic. Additionally, the customer confirmed there was no patient harm due to the test results. The customer confirmed there was no delay or impact in treatment due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m146382 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m146382, test base part number 190-430 / lot: m146382. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146382 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.